Manufacturer narrative:
Other text: the device was received for evaluation. Visual and functional testing were performed and the reported issue was not confirmed. Visual inspection did not reveal any damage. During functional testing, the sample was filled and primed per testing protocol and the reported issue could not be duplicated. Manufacturing controls are in place to help prevent occurrence of the reported issue. A manufacturing device history review (DHR) was not performed because the lot number was not provided. The root cause for the reported issue could not be determined. Complaint trends will continue to be monitored. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
The lot number of the product involved was not reported to smiths medical.

Event description:
It was reported that when the smiths medical cassette was attached to a smiths medical pump, the pump alarmed "no disposable." New cassette compounded : hydromorphone 5 g 250ml.